Manufacturer narrative:
The patient¿s meter has been returned on (B)(6)2014 and evaluated by lifescan product analysis on (B)(6)2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying an erroneous result. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed that on an unknown date/time she tested on the subject meter and observed a reading that she thought read ¿52mg/dl.¿ the patient was unknowingly holding the meter upside down and the actual result was ¿25mg/dl.¿ the patient reportedly manages her diabetes with an unknown type/dose of oral medications and she denied taking any action regarding her usual diabetes management routine in response to the alleged issue. She claimed that approximately 20 minutes later, she developed symptoms of feeling ¿hot and sweaty¿ but despite her symptoms she denied receiving any medical intervention. The issue was not resolved with troubleshooting and that patient was sent a onetouch ultra2 meter as a replacement product and the subject meter was requested back for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after misinterpreting a result to be higher than what it actually was.